Event description:
Customer took a blood glucose reading with a result of 135 mg/dl. One hour and 15 minutes later, customer fell down a flight of stairs and hit their head. Customer recalls feeling short of breath prior to the fall. Paramedics were called, as customer was unconscious. A reading of 27 mg/dl was received by paramedics upon arrival. Customer suffered a concussion. An IV was provided enroute to the hospital. Customer had x-rays, ultrasound and checks for blood clots at the hospital. Customer was hospitalized for five days. Testing was completed on the fingers.